Event description:
On (B) (6), 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient has been on tpn since approximately (B) (6) 2006 to the present. As part of the administration of tpn, it is required to flush her peripherally inserted central venous catheter (PICC) line with heparin. (B) (6) 2007, patient began getting seriously ill with symptoms including but not limited to vomiting, severe abdominal pains, nausea, and sob. Symptoms were so severe that she required hospitalization on numerous occasions. On (B) (6) 2007, patient was admitted to hospital with vomiting and severe abdominal pain. On (B) (6) 2007, patient admitted to hospital with c/o sob and severe n/v. While in the hospital, she suffered from a seizure. On (B) (6) 2007, patient admitted with c/o severe abdominal pain and n/v. On (B) (6) 2008, patient admitted with c/o severe abdominal pain, n/v and suffered another seizure. Due to this second seizure she was prescribed anti-seizure medications which she continues to take today. On (B) (6) 2008, again admitted to hospital with c/o weakness, dizziness and abdominal pain. During this hospitalization she experienced hypotension.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.